Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There was no product identification supplied by patient or in the operative report. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2003. Subsequently, the hip dislocated and patient later underwent aspiration. Patient had a total hip revision on (B)(6), 2010, at which time, the modular head and acetabular liner were removed and replaced due to subluxation. According to the operative report, "workup for infection had been negative".